Manufacturer narrative:
Additional information was received on aug 14, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged electrical burning smell to it, and it stopped working altogether, patient is experiencing headaches, falling asleep behind the wheel, and is constantly tired and needs another remstar unit that is compatible with the 12 volts plug for the vehicle. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Significant dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing all four non-slip pads on bottom enclosure. Ui (user interface) knob broken. Missing sd card cover. The air outlet port had significant dust-like contamination in it. Significant tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Significant dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam had significant dust-like contamination on top of it. They can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer can confirm the presence of degraded sound abatement foam in the device and also the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on apr 02, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged electrical burning smell to it, and it stopped working altogether, patient is experiencing headaches, falling asleep behind the wheel, and is constantly tired and needs another remstar unit that is compatible with the 12 volts plug for the vehicle. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. Device was returned to the manufacturer for evaluation. But the device evaluation was not yet completed. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed. Section d, g and h updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged electrical burning smell to it, and it stopped working altogether, patient is experiencing headaches, falling asleep behind the wheel, and is constantly tired and needs another remstar unit that is compatible with the 12 volts plug for the vehicle. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.